Event description:
It was later reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had a "faulty defibrillator implant". Follow up was attempted, but the patient has been non-compliant with clinic visits so no additional information about the specific default was obtained. The device remains in use. No patient complications have been reported as a result of this event.